Event description:
The customer stated the device displayed an error on the screen. During troubleshooting the device displayed the code 061 but the device code key was 161. A request was made for the return of the suspect device and replacement product was sent.